Manufacturer narrative:
The explanted corneal inlay has not been returned to the manufacturer at this time. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. On (B)(6) 2017, the inlay was explanted to address 1 mm inferior decentration with large flap striae. The patient's prognosis is good and replacement of the inlay is planned.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Cuts and cloudy cluster of particulates were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. Complaint reference number:(B)(4).